Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. At this time, the customer has not requested for getinge to evaluate the iabp unit involved in this event. A supplemental report will be submitted if additional information is provided. (B)(6).

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) displayed a "trainer in use" message. It was noted that the iabp unit displayed "direct" instead of specifying "transducer" or "fiberoptic" as the pressure source. It was confirmed that the correct datascope pressure cable was plugged into the iabp unit, and when the pressure cable was disconnected from the iabp unit, the message remained. It was noted that the iabp unit had correctly calibrated and displayed a crisp fiber optic waveform and pressure indices. There was no known harm or injury to the patient and no adverse event was reported.

Manufacturer narrative:
Good faith efforts (gfe) attempts were made to the customer to obtain additional information on this complaint event. The customer reported that they have no further information, that they have never received any repair request, and that no one brought it to their attention. The customer is under the impression it is being used clinically. The customer also reported that a preventive maintenance (pm) was completed on (B)(6) 2020.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) displayed a "trainer in use" message. It was noted that the iabp unit displayed "direct" instead of specifying "transducer" or "fiberoptic" as the pressure source. It was confirmed that the correct datascope pressure cable was plugged into the iabp unit, and when the pressure cable was disconnected from the iabp unit, the message remained. It was noted that the iabp unit had correctly calibrated and displayed a crisp fiber optic waveform and pressure indices. There was no known harm or injury to the patient and no adverse event was reported.